Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were indications of dried fluid within the cassette compartment. There were no indications of burrs or sharp edges that may have punctured the cassette. The mushroom head check passed. The cycler tested positive for glucose. Upon power up, the cycler touch screen test failed. The functional display test failed. The display was distorted upon powering on the cycler due to an internal short found on the io board. A known working io board was installed, and the display functioned as intended. The working io board was removed at the completion of the investigation. The voltage check passed. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. There was visual indication of dried fluid on ic35 of the io board which caused an internal short. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and revealed that the power supply was replaced during rework due to a display problems. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short of the io board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler has a distorted screen during drain 0 of treatment. The screen was flashing and blinking. The cycler was rebooted but the screen remained distorted. At that point in time, the technical support representative advised the patient contact to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested but to date, has not been provided. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the io board had an internal short.